Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the thermacor 1200 infusion system was being used at the medical center of (B)(6). The hospital reported while transporting a patient to the o.r, the thermacor unit was being primed and a saline leak occurred at the bottom of the cassette. No visual cracks or damage were noted with the cassette. The cassette was changed out and re-primed. The unit continued to perform until blood was added; the patient line disconnected and leaked blood. The nurse held the line together until a few pints were administered; the remaining of the blood was administered manually. The patient was transported to the or; the thermacor unit was not used during surgery. The hospital did not return the cassettes for further investigation; however the unit was returned for testing. Testing was completed on (B)(6) 2016, and it was found that the thermacor unit had been broken and damaged by the hospital. Due to the damage, the pump could not detect pressure properly.